Manufacturer narrative:
The received forceps sample was found in the outer blister with cover foil. The sample was visually inspected with the aid of a photomicroscope with various magnifications. It was found that the forceps is very bent and shows surgery residuals. Due to the condition of the sample, the customer's complaint could not be confirmed. The bending does not allow a detailed examination of the root cause. The sample was not returned properly and was probably additionally damaged during transport. The root cause for the reported event could not be determined conclusively. A manufacturing or design related root cause for the damage of the complained device has not been identified. The manufacturer has no influence on complaints which are in relation to external force. No further actions will be issued. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are no additional complaints associated with the lot for the reported issue. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgical technician reported that an ophthalmic forceps tips closed, but would not open during a vitrectomy surgery. An alternate forceps was obtained in order to successfully complete the procedure. There was no harm to the patient. Additional information has been requested.